Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery test and displacement. However, the insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 170mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was exposed to a high magnetic field while having an x-ray the past week. Performed the displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.